Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the adaptor that came with the oxygenator had particles. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 7, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. It was confirmed that the foreign matter was present, on the outer side of the connector, not in the blood pathway. The foreign material was carefully scraped off and placed on the ftir. It was determined that the material closely matched an aluminum silicate compound. All chemicals or compounds that are being used in production were reviewed with direct or indirect ingredient as the aluminum silicate compound, no materials were identified. The product undergoes several visual inspections during the manufacturing process. It is likely that the foreign matter was introduced at some point after being removed from the sterilized packaging; however, this was not able to be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.